Manufacturer narrative:
Our quality engineer inspected the 15 samples submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. Analysis of the samples showed no damage or defects. No cloudy barrels were observed on the returned samples. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll please be aware of two points of communication. Firstly, the email extract from below that was followed up with a phone call to be advised that there is more product to report (same lot and code) from the anesthetics dept. I will update this when I have confirmation and numbers. Background - this is the 2nd pir details extracted from email - I haven¿t seen a pir for capital and coast for the reported fault with the 10ml syringes lot# 259214. Have you arranged the return of syringes for investigation with anyone at capital and coast?